Manufacturer narrative:
(B)(4)

Event description:
It was reported prior to implantation, the physician tried to connect the silicon plug to the device header multiple times but was unsuccessful each time. The device was not used and a new device was implanted instead. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported septum anomaly was confirmed in the laboratory. The v is-1 bi septum was not adhered to the header. It is believed the parylene coating around the septum was not completely removed, preventing the medical adhesive from adhering to the header.